Event description:
Ureteroscopy laser lithotripsy with holmium laser and fortec 200 micron fiber. Laser put in. Ready mode at .2j and 50 hz. Heard a "pop", saw flame at fiber to laser connection (similar to lighter flame).